Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The eccentric, de novo 95% stenosed target lesion with 12-48mm in length and 3.0-3.5mm vessel diameter was located in the mildly tortuous and mildly calcified left anterior descending artery. A 3.00 x 48 synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed and found the distal if the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported.